Event description:
It was reported that the patient was admitted on (B)(6) 2022 with symptoms of volume overload. There was also concern for pump thrombosis due to elevated lactate dehydrogenase (ldh). Tissue plasminogen activator (tpa) was initiated to treat the suspected thrombus on (B)(6) 2022. Log file review captured a single low flow event on (B)(6) 2022 which appeared to be a patient related issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between the reported events and (B)(6) not be conclusively determined through this evaluation. A direct correlation between the suspected thrombus and the elevated lactate dehydrogenase level / volume overload could not be conclusively established through this evaluation. A transient low flow alarm was confirmed via the submitted log file; however, a specific cause for the change in pump parameters cannot be conclusively determined. The submitted log file contained data spanning from (B)(6) 2022 at 12:21:14 to (B)(6) 2022 at 03:27:16, per the timestamp. A single low flow alarm was captured on (B)(6) 2022 due to the estimated pump flow being calculated to be below the threshold of 2.5 liters per minute. No other notable alarms were captured, and the pump appeared to have been operating as intended. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) lists adverse events, which includes thrombus and hemolysis, that may be associated with the use of the heartmate ii lvas. The patient care and management section of the IFU outlines the indications of thrombus and how to respond to such events, as well as provides information on recommended anticoagulation therapy. This document explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the heartmate ii lvas IFU. No further information was provided. The manufacturer is closing the file on this event.